Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Reported device not marketed in the u.s.; however, similar device is. Manufacturing site eval: samples received: no samples available. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, no units remain in OEM stock. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding (not justified), according to the in process control results when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Upon opening of the blister pack the needle was missing.